Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that a healthcare provider (hcp) was an individual who had a death of a patient related to an interstim device which was in labeling as an adverse event. Rep stated that she was not with the company at the time and did not have detail but was told this story about the hcp and that the information was reflected in labeling somewhere as a result. The indication for use is unknown.